Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific that during a therapeutic procedure to place a wallflex enteral colonic stent, the stent collapsed. After deployment of the stent, an x-ray revealed that the "diamonds on the stent were together". After two failed attempts at opening the stent using a guidewire and a dilatation balloon, the physician performed a diverting colostomy. The pt's condition is reported as "fine".